Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced unexpected power failures due to a faulty power module. A field service engineer replaced the faulty power module to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was powering on and off randomly. This had happened three times today when reported. The team checked the power cords, and everything appeared to be wired properly. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.